Event description:
It was reported that there were concerns if this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead channel and if there was a true pacemaker mediated tachycardia (pmt). Technical services (ts) reviewed the reports and noted that there appears to be loc on the presenting electrogram (egm). Ts also stated the left ventricular autothreshold (lvat) test was suspended due to fusion events. Ts stated that the pmt appeared to be true. Ts suggested in-office evaluation of the lv lead. The health care professional (hcp) agreed. The device remains in use. No adverse patient effects were reported.